Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer experienced an elevated blood glucose (BG) level that ranged from over 500 mg/dL to a display of "High"; however, specific value was not provided. Elevated BG was addressed by administering a correction bolus. Troubleshooting with Tandem Technical Support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 14 Pro Max / 2.9.1 / iOS 18.4.